Manufacturer narrative:
The dilution vessel was checked and cleaned. The field service engineer replaced the degasser, o-rings, and pinch tubing. Vacuum lines were cleaned. Upon review of the alarm trace, an aspiration error occurred before the samples were tested on the day of the event. Multiple sample clot alarms were also observed over the previous 30 days.

Event description:
The initial reporter stated they received discrepant results for two patient samples tested with ise indirect na for gen.2 on a cobas 8000 ise module. The first sample initially resulted in a na value of 141 mmol/l and this value was reported outside of the laboratory. The sample was repeated twice, resulting in values of 131 mmol/l and 132 mmol/l. An amended report was issued. The electrodes on the analyzer were replaced after running the first sample. The second sample initially resulted in a na value of 146 mmol/l and repeated on the same analyzer as 140 mmol/l. The sample was also repeated on a second analyzer, resulting in a value of 141 mmol/l. No incorrect results were reported outside of the laboratory for this sample. The na electrode lot number used for measurement of the first sample was u6672. The na electrode lot number used for measurement of the second sample was u6656. The electrode expiration dates were requested, but not provided.

Manufacturer narrative:
The investigation could not identify a product problem. The cause of the event could not be determined.